Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that small r-waves were observed on the right ventricular (rv) lead post-implant. Small p-waves were also observed on the right atrial (ra) lead. The rv lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals and diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.